Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a severely calcified, mildly tortuous mid left anterior descending artery. A whisper guidewire was inserted but caused a perforation. The perforation was treated with balloon tamponade technique. The procedure was aborted. The patient was hospitalized. The physician believed the interaction with the heavy calcium caused the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Production record and corrective and preventative actions (CAPA) records were reviewed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling system for the reported lot was performed and revealed no indication of a lot specific product quality issue. A conclusive cause for the reported patient effects, perforation of vessels, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation of vessels is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. Based on the reported information and results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.